Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28oct2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma, extrusion and capsular contracture baker grade unknown.

Event description:
Patient reported left side "redness, irritation, pain," the implant "went up and feels hard." Healthcare professional reported left side extrusion, seroma and capsular contracture baker grade unknown. Device has been explanted.